Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: customer contacted manufacturer in a follow-up call on (B)(6) 2022 for assistance with performing a control test. Customer provided level one control solution lot number 2bc1b57 and stated she was using the same test strips as reported on the initial call (za4883s). Customer was unable to perform a control test at the time and stated she would call back when available. Note 2: customer contacted manufacturer in a follow-up call on (B)(6) 2022 - customer stated that the initial concern has been resolved and she is comfortable with the glucose readings from the product. Customer stated that she had a routine visit with her primary care physician the week prior and that her a1c was 9. Control test performed during call produced result of 38 mg/dl. Control test within acceptable range of 19-49 mg/dl. Control level one, lot number 2bc1b57, manufacturer¿s expiration date is 05/31/2024 and open date is 11/21/2022. Customer used same test strips as reported on the initial call (za4883s) to perform control test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 279, 249, 192, 246 and 213 mg/dl. The customer¿s expected am fasting blood glucose test result is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 236 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/29/2024 and test strips were opened one month prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 09-jan-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.